Event description:
It was reported when the patient programmer was turned off, there was a warning sign flash with a picture of the stimulator on the screen. The patient was also in pain, and it was unclear if the pain was related to the device. About 2 months later, the patient programmer was "malfunctioning," and the stimulation could not be adjusted. The reporter stated the programmer was recognizing a previous program. The device had been reprogrammed, and following the reprogramming, the patient had side effects she never had before. The stimulation was turned off due to the side effects, but it was unclear what the side effects were. When the stimulation was turned off the patient had spasms, difficulty breathing, and loss of use of her left arm. About 2 weeks later, the patient had symptoms following several falls. It was unclear what symptoms the patient had, but the symptoms were located at the lead location. The reporter thought a wire was broken. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).